Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, while detaching the ileocolic vein, after normally loading the staple, pressing the green button, the stapler could not be fired. It was noted that the surgeon was unable to squeeze the handle. The user replaced with another manufacturer's product to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: egia60amt egia60amt egia 60 artic med thick sulu lot/serial#: (B)(6); additional information: d9, d10, g1 (manufacturer name, MFR contact first name, last name, street 1, MFR city, region, postal code, email, phone number), h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The analysis found that interference was noted when cycling the handle, an access hole was cut, and the trigger pawl was found bent. It was reported that the device did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Damage to the trigger pawl may occur if the instrument trigger is compressed with the reload partially loaded. In this case, the trigger pawl would engage with the initial notch on the firing rack; however, the firing rack would not advance therefore damaging the trigger pawl. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.